Event description:
No additional event information to report at this time.

Manufacturer narrative:
Visual examination of the provided picture found the yoke tabs have fractured off and the bearing hard fractured near the yoke tables. There is also metallosis seen in the joint space. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: unknown orthopedic salvage system tibial bushing, catalog #: ni, lot #: ni, product ID: unknown orthopedic salvage system tibial bearing, catalog #: ni, lot #: ni, product ID: unknown orthopedic salvage system lock pin, catalog #: ni, lot #: ni, product ID: unknown orthopedic salvage system axle, catalog #: ni, lot #: ni, product ID: unknown orthopedic salvage system femoral bushings, catalog #: ni, lot #: ni, product ID: unknown screws, catalog #: ni, lot #: ni, product ID: unknown orthopedic salvage system femoral component, catalog #: ni, lot #: ni, product ID: orthopedic salvage system 7cm diaphyseal segment, catalog #: 150466, lot #: ni, product ID: orthopedic salvage system modular proximal tibial body 9cm, catalog #: 161027, lot #: ni, product ID: orthopedic salvage system femoral diaphyseal coupler 30cm, catalog #: 150463, lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the device will be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-04176, 0001825034-2020-04180.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address post-operative metallosis and implant fracture of the yoke and tibial bearing approximately six (6) years post-operatively. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information.

Event description:
No further event information available at the time of this report.